Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the event resolved without sequelae on (B)(6) 2017. The site reprogrammed the patient to address the high impedance but it was unknown if this resolved the event.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3387s-40, lot# va1hytu, implanted: (B)(6) 2017, ubd: 16-may-2020, UDI#: (B)(4), product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient had high impedance on their right vim lead. There were no symptoms and the principal investigator did not consider this a clinically significant event. The site indicated the event was related to the device/therapy and not related to the implant procedure. No interventions had been taken. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.